Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that the husband tested positive on the first test and negative on the second test. Problem description: customer & husband tested positive 10 days ago, now her husband tests negative & she still tests positive. Date of event or issue: (B)(6) 2021.

Manufacturer narrative:
There is no 510(k) for this device as it is eua. Eua #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test discrepant results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that the husband tested positive on the first test and negative on the second test. Problem description: customer & husband tested positive 10 days ago, now her husband tests negative & she still tests positive date of event or issue: 10dec2021.

Manufacturer narrative:
Investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 1293022, ¿first test was positive, second test was negative and wanted to know if the results could be read visually.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples.